Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for three months due to high blood glucose, kidney failure and diabetic ketoacidosis. Customer was taken to the hospital in a coma. Customer reported that it was not known if insulin pump was delivering insulin. The customer's blood glucose was unknown at the time of incident. Customer was treated with insulin drip. The insulin pump will not be returned for analysis.